Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4). Review of the most recent repair record determined the motor speeds were low. The motor, sleeve, spring seal, reciprocating arm, and bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: (B)(6).

Event description:
It was reported that during kit inspection the motor of the handpiece speed appears low when the throttle is depressed. There was no patient involvement. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.